Event description:
Caller states patient tested 4.8 inr on the coaguchek xs plus system while a comparison lab returned as 2.93 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The incident occurred in (B)(6).